Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Physician reported uncut gas area above canal. Additional info indicated the physician stopped the laser emission after discovering gas above canal. The physician then made a thicker flap without canal to complete the case. Additional info has been requested.